Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had had a revision. It was reported that the area where the surgeon had tunneled the lead that connected the paddle to the ins was sticking out. The patient stated she would feel pain when pushing on this area, and the lead had moved 2 inches. The patient stated it was retunneled. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.